Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this rv was surgically abandoned. The patient fell, caught herself with her left arm and started having syncope later that day and the next morning. The patient was brought into the emergency room (ER). At that point telemetry showed loss of capture. At that time there was noise noted on the lead when performing pocket manipulation. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this rv was surgically abandoned. The patient fell, caught herself with her left arm and started having syncope later that day and the next morning. The patient was brought into the emergency room (ER). At that point telemetry showed loss of capture. At that time there was noise noted on the lead when performing pocket manipulation. A fracture was confirmed by the physician. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.